Event description:
It was reported that a pump volume discrepancy was noted. The expected reservoir volume was less than the actual reservoir volume on three occasions. The pt developed a seroma which required aspiration; the pump was implanted in the back, upper buttock area. A rotor study was performed and confirmed appropriate rotation of the rotor. A catheter dye study was attempted but unsuccessful due to aspiration difficulties. Surgical revision was performed and the hcp stated that the catheter was occluded due to the silicone of the sutureless connector at the pump port. Aspiration of the catheter through the catheter access port was not possible and cerebrospinal backflow was only observed in the distal segment after the 7.6 cm catheter interface segment was removed. Once the catheter interface segment was disconnected from the catheter and pump it was possible to flush and no obstruction/problems were observed. The catheter was reconnected with a different connector. No other symptoms were reported. No pt outcome was reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.